Manufacturer narrative:
The investigation is ongoing. The device is not returned.

Event description:
As reported, it was a case of an implant of a 26 mm sapien 3 ultra transcatheter heart valve, in aortic position. After successful deployment, deflation of the balloon was initiated, rapid pacing stopped suddenly and expectedly, the cine stopped as well. When the cine started working again, aortic embolization of the valve was noticed. An attempt to migrate the valve into the descending aorta to be deployed safely and proceed with a new kit. However, the migration through the aortic arch was not successful. It was decided to switch to surgery to remove the embolized valve and to treat the patient with a surgical aortic valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to h.6 type of investigation, investigation findings and investigation conclusions. . The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of procedural imagery or medical record provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''after successful deployment, deflation of the balloon was initiated, rapid pacing stoppage suddenly and expectedly cine stopped as well. After cine was working again, it was noticed aortic embolization of the valve. Final decision was to switch to surgery to remove the embolized valve and to treat the patient with a surgical aortic valve''. Per training manual, ''loss of pacing capture during valve deployment can result in movement of the valve and possible embolization''. Additionally, the perceived root cause was noted as ''capture failure at the end of deployment expected, which caused the pop out of the valve which was initially very well placed''. As such, available information suggests that procedural factors (loss of pacing capture during valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.